Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient underwent pegj replacement during which the patient was diagnosed with buried bumper syndrome and admitted to the hospital.

Manufacturer narrative:
Reference record (B)(4).. It is unknown if the device involved in the event was removed from the patient and or is still in place; therefore, a return sample evaluation is unable to be performed. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. Refer to MDR 3010757606-2024-00032 for j tube record. H6 code of 4581 was chosen to capture the event of buried bumper syndrome. Buried bumper syndrome is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.